Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, customer was not outside of the labeled operating altitude range. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.